Event description:
It was reported that externalized conductors were suspected via fluoroscopy. Out of range sensing was also observed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.